Event description:
Caller reported cgm error occurred, specifically error 42 associated with g7 sensor. The caller's blood glucose level was within normal range, and there was no adverse impact. Technical support provided pump reset instructions, assisting the caller through the process. After completing the reset, the cgm error did not recur, and the caller successfully started a new sensor session.